Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® urine collection cups customer reports that the sleeve is failing during use. The following information was provided by the initial reporter. The customer stated: customer problem: internal r&d study showed sleeve recovery failure in cat # 364975 pulled from salable product.

Event description:
It was reported when using the bd vacutainer® urine collection cups customer reports that the sleeve is failing during use. The following information was provided by the initial reporter. The customer stated: customer problem: internal r&d study showed sleeve recovery failure in cat # 364975 pulled from salable product.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It was determined this is not a complaint.